Event description:
Mr (B)(6), position unknown, reported via our sales rep (B)(6) that device broke while drilling. Further he reported that surgery was continued with alternative and finished without delay with desired result.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.